Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a channel b failure was confirmed during service evaluation. Upon further review, the quality engineer has confirmed failure code 802:20 as the reported condition. The assignable cause was a defective pump head module. The pump head module was replaced to correct the reported condition. The user interface module software version is 5.04.00. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with "pump failed" on channel b. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. The user interface module software version is unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.